Event description:
A journal article was reviewed that contained information regarding this lead model. Multiple patients and multiple failure modes were noted in the article, however a one to one correlation could not be made with unique lead/serial numbers. The article included the following failure modes: dislodgement, muscle stimulation, heart failure decompensation, and unacceptable thresholds. The leads were capped and/or replaced. Further follow up did not yield any additional relevant information regarding this event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "long-term performance of the attain model 4193 left ventricular lead." Pacing and clinical electrophysiology: pace. 2009;32(9):1111-1116